Event description:
A report received from (B)(6), the claim has not been confirmed. The device was not being used during surgery. However, it is also unk if there was user death or injury. There also was not report of pt injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).